Manufacturer narrative:
The hill-rom tech replaced the power cord to resolve the issue.

Event description:
It was reported that the ground resistance reading was high. This was found while performing and electrical safety check.